Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro remained activated after the toggle was released. The generator continued to beep. The device was removed from the body, and a new kit was used to complete the procedure. There were no pt effects. The product is returning.